Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "right side prosthesis". Healthcare professional additionally reported "confirmed right side prosthesis rupture after surgery." The device was explanted and replaced.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Correction to aware date of initial medwatch 9617229-2025-05919-00. Aware date should have been listed as 14/mar/2025. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. As per the investigation procedure crease fold and deformation were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.